Event description:
Information was received indicating that cadd solis vip pump failed the volumetric testing. There were no adverse events reported.

Manufacturer narrative:
Other, other text: returned device was received in good physical condition. No evidence of reported problem in event log was found. During the evaluation of the device, no fault was found with the device. Accuracy testing was all within range. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Additional information was received that there were no patients involved when this event occurred. This issue was found during testing.